Manufacturer narrative:
Omsc reviewed the manufacture history of the device and confirmed no irregularity. In the evaluation by omsc, the evaluation confirmed the coil pipe inside the insertion section part near the control section, through which the angle wire slides during angulation operation, was deformed and the filament of the coil pipe was dislodged. The unintended angulation and the locking in the down direction were likely caused by the sticking of the angle wire within the deformed coil pipe. It is surmised that the coil pipe was misaligned because an excessive compressive force was applied to the angle wire during the angulation operation. Based on the past similar case, it is surmised that the cable supports were unstuck because the bending section was forcibly angulated in up direction while the angulation was locked in down direction.

Event description:
Olympus medical systems corp. (Omsc) was informed that the bending section of the subject device was broken. There was no information on when the reported event occurred. The further information was not provided from the user facility. There was no report of patient injury associated with the event. The subject device was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed that the angulation of the bending section of the device was abnormally curved in down direction. After removing of the bending section rubber, the evaluation confirmed that several parts for guiding of angulation wire (cable supports) were unstuck from the bending section tube. After the evaluation by (B)(4), the insertion portion of the device was returned to omsc for evaluation. On december 21, 2018, the evaluation by omsc confirmed that the angulation of the bending section of the device was locked in down direction.